Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during a dialysis session, with a lowest blood glucose of 58 mg/dl and ilet low alerts, and corrected the event by consuming several pieces of candy; the out-of-range period lasted approximately 20 minutes, and the user planned to verify future lows with a blood glucose meter during dialysis. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user interview and troubleshooting with education on confirming lows via fingerstick and treating with fast-acting oral glucose. Investigation of this case revealed no device malfunction reported and an unclear cause, with dialysis identified by the user as a context in which lows occur. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.